Event description:
Patient had undergone savi scout localization of cork clip placed at mr biopsy of right breast nme detected on high risk screening study. The biopsy returned papillary lesion with adh, sclerosing adenosis columnar cell change and fibrocystic change. At localization per note of dr. There was signal detected from the savi scout device. 6 days later, was contacted by the or radiology tech to review specimen radiograph. There was no savi scout or cork clip evident in the specimen. I contacted or dr. By phone in the o.r. Immediately after the first film. She stated she could not get reliable signal and was going to try to use another detection unit. A second specimen arrived and no savi scout or cork clip was evident. I immediately called the o.r. And confirmed this with dr. She reported she was not going to attempt to obtain any more tissue samples. Patient does not need any additional procedures related to device malfunction.